Event description:
Patient was implanted with tfn nail construct on (B)(6) 2012. Patient returned for follow-up visit and x-rays taken on unknown date revealed the helical blade (456.305s) had pierced the femoral head. Patient was returned to the operating room on (B)(6) 2012 for revision surgery. Surgeon removed the helical blade and revised the patient with trochanteric fixation screw system. Surgeon completed the procedure with no problems. This is the 1st report of 2 for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Investigation is on-going. A review of the device history record revealed no complaint related anomalies.